Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from approximately 288-307 mg/dl, and elevated to a reading of "high" on the continuous glucose monitor. Reportedly, the issue resolved, and the customer declined to provide further information.

Manufacturer narrative:
Device not returned.